Event description:
Customer reported her adc freestyle libre 2 sensor expired the same day of application and she was therefore unable to obtain glucose readings. Customer self-treated with insulin (dose/type unknown) and subsequently experienced hypoglycemia and panic. Customer contacted a friend to transport her to a hospital and on the way, she experienced a loss of consciousness. Paramedics were called and when they arrived, a reading of 26 mg/dl was obtained on the paramedic meter and customer was treated with intravenous glucose. Customer refused paramedic transport to a hospital. Customer reported additional self-treatment of honey and cola and a reading of 80 mg/dl (device unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre 2 sensor expired the same day of application and she was therefore unable to obtain glucose readings. Customer self-treated with insulin (dose/type unknown) and subsequently experienced hypoglycemia and panic. Customer contacted a friend to transport her to a hospital and on the way, she experienced a loss of consciousness. Paramedics were called and when they arrived, a reading of 26 mg/dl was obtained on the paramedic meter and customer was treated with intravenous glucose. Customer refused paramedic transport to a hospital. Customer reported additional self-treatment of honey and cola and a reading of 80 mg/dl (device unspecified). There was no report of death or permanent injury associated with this event.